Manufacturer narrative:
Insulin pump received with no button response at bolus, esc, act, up arrow and down arrow button due to unlocked j2 connector on lcd board. Therefor no test could be performed. Cracked case near display window corners noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was 167 mg/dl. The customer reported physical damage on the right side of the insulin pump. Customer confirmed that the insulin pump was not responding. Customer was advised to disconnect from the insulin pump and revert to pack up plan. The insulin pump will be returned for analysis.